Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received two occlusion alarms during bolus delivery. The customer changed the supplies on the pump. The customer reported that the fill gauge estimate was inaccurate. The customer loaded another cartridge and received an accurate fill gauge estimate. The customer's blood glucose level was not impacted.